Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after a rcr case, the female patient has a rash around the site. The surgeon sent to dermatologist for testing. The rep has sent the composition and a sample of the device to the doctor. The original dos was approximately (B)(6) 2020.